Event description:
It was reported that the patient was admitted to the hospital with a respiratory condition/distress, and drowsiness. The admitting physician believed it was from the pump, and that the patient was experiencing an overdose. They were requesting the pump to be turned off. The following physician was reportedly not convinced the incident was related to the pump, "but felt that if the admitting physician was concerned and wanted it off or turned down." It was not known what led to the event, and it was unclear what caused the overdose. No diagnostics were performed, and no surgical intervention was performed. The pump was decreased to minimum rate, and the patient was given narcan. The patient status at the time of the event was alive with no injury. The reporter had not heard from the patient, so they were reportedly assuming everything was fine. The pump system was being used to infuse dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).